Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading ranged from 400 - 500 mg/dl. It was unknown how the customer treated for their high blood glucose. It is reported that the problem started about two weeks ago. It is also reported that there was a smell of insulin. The problem was initially resolved with three infusion set changes. The smell of insulin returned. Insulin started to come out of the pump after it was tipped it over. Customer's blood glucose at the time of the call was 139 mg/dl. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.